Event description:
On (B)(6) 2025, the user reported that the ilet device displayed an error. The patient restarted the device, completed a dry run to 100 units successfully, changed all supplies, and resumed delivery. The user's blood glucose was not affected, and no adverse health effects were reported.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.